Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to below 70 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had a seizure. The patient reports they had drank orange juice and consumed glucose gummies. The patients spouse called the paramedics. Upon arrival of the paramedics the patient was treated with glucose shots. The patient was with the paramedics for 30 minutes. The patient did not go to the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.